Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI:(B)(4).

Event description:
It was reported by service request, that during an unknown procedure, the cable of a hand pc tornado shaver was broken. The procedure was completed using a spare device. No surgical delay or patient consequence reported. No further information available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the cable of the device was broken. Per service report, the cable sheath was found to be cut, therefore this complaint can be confirmed. Unrelated to the reported problem, the motor was in poor condition due to corrosion. The motor and cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the motor might have caused corrosion over there. With the available information, we cannot determine how the cable sheath was cut/broken. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.